Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with bacteremia infection. Blood cultures were positive for mssa. Vegetation was noted on the left ventricular lead. There was no allegation from a healthcare professional that the implantable cardioverter defibrillator system caused or contributed to the infection. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted and replaced with a competitor leadless pacemaker. The patient was pacemaker dependent. The patient was recovering post procedure.